Event description:
It was reported that the patient did not have any hearing sensation after the initial activation of his cochlear implant. CT imaging showed that the electrode array was not in the cochlea. The patient was re-implanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.